Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round spectrum 275cc saline prosthesis, catalog: 3501440, lot: 5821740. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent breast augmentation revision with a mentor smooth round spectrum 275cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through an ultrasonography. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 275cc gel prostheses on (B)(6) 2018. This report is for the left breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/13/2018 and received additional information: the patient underwent bilateral removal and replacement with mentor memorygel breast implant 275cc gel prostheses on 1/16/2018; catalog # 3502501bc, s/ns (B)(4). Device evaluation summary completed on 8/4/2018: the device was received at mentor without fluid. Brown material was observed within the device. During evaluation creases were observed on the anterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed a rent within the crease, measuring approximately 0.1 cm. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. At this time is not possible to determine the origin of the brown material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following information was accidentally omitted from the initial report: date of event: (B)(6) 2018. Bilateral rupture of the breast prostheses was diagnosed post procedure through an ultrasonography on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).